Event description:
On (B)(6) 2012, pt's wife reported the piston rod on the infusion device stopped during rewind and the device shut off. Wife stated during the cartridge change process, the piston rod rewound to half-way and sounded like a loud dying motor sound. Wife reported the piston rod on the infusion device stopped and the device display went blank. Wife stated there were no other sounds that could be heard from the device after the display went blank. Wife reported the battery had been in the infusion device for about a week when the issue occurred. Wife stated they changed the battery and the battery cover; same issue occurs when trying to rewind the piston on the infusion device. Wife reported when putting a new battery into the infusion device, the device displayed the self-test screens and then displayed stop. Had wife check the infusion device alarm history; only a cartridge error message displayed yesterday. Wife stated the last battery depleted error message occurred on (B)(6) 2012. Wife reported the cartridge no insulin spilled inside of the infusion device. Assisted with setting the backup infusion device's basal rates, time and date settings. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery and battery cover for eval.

Manufacturer narrative:
The complaint can be verified. E10 (cartridge) error were found in the history. The pump correctly triggered the e10 error messages due to temporary step loss. This can be caused by too high friction and/or insufficient supply (depleted or inappropriate battery).